Manufacturer narrative:
The claimed screwdriver ratcheting handle was not available for investigation because the device is still in the field and therefore a confirmation of the reported event was not applicable. A visual, functional and dimensional examination cannot be performed and therefore it is not possible to determine the root cause. According to the reported event and based on the previous investigation (B)(4) as referenced in the reported event the most likely root cause could have been a user related issue. Related to the previous performed investigation (B)(4) the screwdriver ratcheting handle was unauthorised forcibly disassembled with the following observations: firstly, the slot of the fixing screw of the switch was damaged and its welding point for screw locking was destroyed by the customer during unauthorised forcibly disassembling. Secondly, the ratcheting base has been unauthorised assembled with a rod by the customer that does not fit to the screwdriver ratcheting component system. Thereby the original equipped spring system which activate the ratcheting mechanism in clockwise and counter clockwise direction was unauthorised removed and is missing. Thirdly, the breakage of the fixing screw of the switch was caused by an insufficient cleaning/drying and/or maintenance. Because of the insufficient cleaning/drying and/or maintenance rust and pitting corrosion occurred around the switch fixation area which led to the breakage of the switch fixing screw and the detachment of the switch itself. Apart from the previous investigation results of (B)(4) the secondly most likely root cause could have been a confusion related to the device and catalog #. Related to the reported event the mentioned bulk of ao mechanism and switch¿ (revolving & rigid) points to a similar screwdriver handle with the catalog # 45-85000, however only used in the trauma & extremity system. This screwdriver handle with catalog # 45-85000 does not have a ratcheting mechanism but consists of an ao mechanism with revolving & rigid function as reported and two switches. Maybe one switch got lost as mentioned in the reported event and with the other fixed switch the revolving & rigid function could be still activated and therefore the screwdriver handle is still in the field. Indications for any manufacturing related problem could not be determined in this investigation. Product surveillance will continue to monitor complaints of this type for adverse trends and the complaint is added to the complaint trend. If the affected product is being returned at a later date an adequate investigation will be performed, the related project records re-opened and the result revised.

Event description:
It was reported by the distributor that during surgery, the black clip of the ratcheting screwdriver handle snapped due to rust. The procedure was completed using a hospital t-handle.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device is unable to be returned.

Event description:
It was reported by the distributor that during surgery, the black clip of the ratcheting screwdriver handle snapped due to rust. The procedure was completed using a hospital t-handle.